Event description:
The complainant alleged that during routine shift check by a clinician, the device displayed an "error 44" message. The complainant indicated that there was no pt involvement in the reported malfunction.